Event description:
Allegedly the patient was revised due to other indication for revision; pain (right). (B)(4).

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).